Event description:
Reporter stated that, on 2 occasions, a piece of the safe t-pro lancet remained in pt's finger after use. Reporter indicated that the "metal shavings" were removed from pt's finger with tweezers. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in foreign country.